Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a high capture threshold noted on the right ventricular lead along with a decrease in ventricular sensing. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.